Manufacturer narrative:
E3: occupation: lead tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor inserted the angio-seal and located the vessel with blood return. He set the anchor by clicking in and out; however, when he attempted to seal, everything came and out and there was no footplate, plug, or suture. Manual compression was held. The blood loss was less than 250cc. The procedure performed was coronary intervention. Additional information was received on 11aug2025: the procedure sheath was 6 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion, deployment, or withdrawal of the device. Deployment went as usual. It was believed everything was still in the sheath and the foot plate never exited the sheath. A pre-deployment angiogram was performed. The patient was stable. No equipment or other devices were used with the angio-seal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal vip device was returned for product evaluation. The returned sample includes the hemostasis sheath, carrier tube, and arteriotomy locator. The device was subjected to visual and functional analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the device distal tip. The device is set to forward lock position, deploying the anchor. The device is then reset to rear lock position, posting the anchor on the distal tip. The anchor is manually pulled, deploying the anchor, collagen and tamper tube. The returned device appeared to be used and contained the anchor. The device was able to be successfully deployed in functional testing. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).